Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing while the patient was being paced at a rate from 40-50 bpm. All rate-sensing parameters are within normal limits and oversensing cannot be reproduced with pocket manipulation. A lead x-ray revealed no fractures.